Manufacturer narrative:
Updated fields: h6 (component codes, health effect - impact codes). Corrected fields: d4 (version or model#), h6 (health effect ¿ clinical code, investigation findings, investigation conclusions). It was reported by a getinge representative that the customer has been sent a set of ECG cables and repair service was completed. The iabp unit was cleared for clinical use and returned to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 12 month product complaint trend data for the period feb 2020 through jan 2021 was reviewed. There were no triggers identified for the review period.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) ECG signal malfunctioned. Notably, the same defective ECG cable documented under a separate complaint was used on this iabp unit. Additionally, another iabp was used to continue therapy. No patient harm, serious injury or adverse event was reported. Please refer to medwatch report number 2249723-2021-00235 with regard to the separate complaint above-referenced.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and found the problem from the ECG lead wire cable. A quotation was submitted to the customer to replace the cable; however, it has not yet been approved. All functional and safety checks to meet factory specifications were performed. Additional information is being requested and a supplemental report will be submitted when this information is provided to us.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) ECG signal malfunctioned. Another iabp was used to continue therapy. No patient harm, serious injury or adverse event was reported.